Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01373. This report is being submitted as additional information. The patient¿s gender was not provided. It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. Approximate age of device- 1 year and 7 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered a hemorrhagic stroke. Support was withdrawn and the patient expired on (B)(6) 2018. No additional information provided.